Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after receiving a replacement pump, the customer programmed a bolus request for a carbohydrates (carbs) value of 15 grams and the request was inadvertently entered as units. Reportedly, the customer did not realize that the replacement pump was programmed for units of insulin delivery instead of the previous pump settings of grams of carbs. Reportedly, the customer was in the process of delivering the 15 units, but became aware of the issue when the pump declared the maximum bolus alert at 10 units. Due to the reported event, the customer experienced a low blood glucose (bg) level of 50 mg/dl, which was treated by consuming jelly beans. Recommendation was made to consult with health care provider regarding diabetes management.